Manufacturer narrative:
Details of complaint: on (B)(6) 2019 the customer stated micropod module stopped providing readings to the host monitor. The host monitor displayed a "co2 external device failure" error message. Service requested: exchange. Service performed: exchange. Investigation summary: the host monitor provides the alarming function for the level of co2 concentrations. As a result, micropod module malfunction does not affect the functionality of the host monitors. Because alarm functionality of the host monitor is not affected, the severity is moderate as defined under sop07-018, complaint investigation. The overall risk, as a product of probability and severity, is medium. [Disposition of complaint] micropod issues were forwarded to the manufacturer, oridion micro stream (oridion) - part of medtronic. A supplier corrective action request (scar-20-001) was initiated on (B)(6), 2020. Forty (40) modules received through nihon kohden america's (nka) complaint system were forwarded to oridion. "40 micropod units from nihon kohden america in rm190758.pdf". Oridion's investigation then focused on the damaged connector. As a result of the, improvements to micropod connector are being implemented. The implementation is planned for (B)(6) 2020. As this complaint was reported prior to the implementation date, further action is not warranted at this time. The following device was being used in conjunction with the g9 unit: d10 oridion mircopod (sn# (B)(6) ) - this is the device that failed.

Event description:
The nurse reported that the etco2 oridion micropod (3rd party component) stopped recording data on the core unit (g9). There was a message on the g9 that said "co2 external device failure" no consequence or impact to the patient was reported.

Manufacturer narrative:
The nurse reported that the etco2 oridion micropod (3rd party component) stopped recording data on the core unit (g9). There was an error message on the g9 that said "co2 external device failure". The nurse changed the tubing with no change. She disconnected the cable with no change. Nk cas checked the connections, and all was in place. Nothing appeared damaged on the micropod. Disconnected the cables from the g9 with no change. Disconnected the cable from the pod with no change. Nk cas got another micropod. Changed the micropod and the data started to come over to the g9. It was determined that the micropod has failed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following device was being used in conjunction with the g9 unit: oridion mircopod (sn# (B)(4)) - this is the device that failed.

Event description:
The nurse reported that the etco2 oridion micropod (3rd party component) stopped recording data on the core unit (g9). There was a message on the g9 that said "co2 external device failure." No consequence or impact to the patient was reported.